Event description:
Event description boston scientific received information that this chronic right ventricular (rv) defibrillation lead was demonstrating noise, the r wave amplitude was 0.8 mv and the pacing threshold was greater than 6 v. It was reported that the lead had pulled back/dislodged near the valve (confirmed via x-ray) and a lead revision procedure was thus scheduled. It was noted that, during the lead revision procedure, a lead insulation break was observed and thus the lead was explanted and replaced.